Event description:
(B)(4). Approximately 6 months after getting my essure implant I noticed that I wasn't losing any of the weight and more often than not I was extremely bloated, sometimes so much so that my stomach feels like it's going to burst. I noticed that my cramps from menstruation were worse than ever before in my life. Over the last 2 years it has progressed to having cramps on and off all month, my periods have become excessively clotted and sometimes now even chunks of what appears to be flesh come out. I have migraines at least 4 times a week. My stomach is still bloated all the time and I still weigh as much as I did when I got it put in. I have back pain, sex has become painful, I feel drained all the time, and my sex drive has diminished putting strain in my relationship. I have problems with my intestines now (symptoms like ibs), I have heartburn a lot, I can no longer drink alcohol without being excessively sick for 2-3 days. My skin constantly feels like it's crawling.